Event description:
It was reported an issue with monosyn suture. The client reported that prior to surgery, the needle and thread separated easily. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after the analysis. We have received three cases of the same code-batch from the same country at the same time. We manufactured and distributed in the market (B)(4),of this code-batch. There are no units in b. Braun surgical's warehouse. We have received 29 closed samples and 7 open and unused samples with the needles detached from the threads and the threads are still wound on the packs. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.71 kgf in average and 0.34 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). However, considering the open samples received (unused and with the threads still wound on the packs) and that there are previous complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account the open samples received and that there are previous complaints of this code-batch regarding the same issue, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.